Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalize due to dehydration and high blood glucose level on unknown date. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was treated with intravenous drip for high blood glucose level. Customer reported that they had flu and sickness. The auto mode feature was inactive at the time of incidence. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information related to event has been updated based on that information which submitted with initial report need to be corrected. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not hospitalized.